Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system was returned for analysis. There were no issues noted with the profile of the devices tip. Several of the stent struts in the centre of the stent were raised off the balloon material and bent distally towards the tip. This damage is consistent with the stent meeting resistance during the withdrawal of the device. The devices stent protector was not received for analysis. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and tactile examination found no issue with the shaft polymer extrusion profile. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 17-mar-2015. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, 29x2.5mm, concentric, de novo target lesion was located in the moderately tortuous and mildly calcified right coronary artery (rca). Following the insertion of a non-bsc guide wire and pre-dilation of the target lesion with a 2.0x15mm maverick balloon, a 32x 2.50mm taxus¿ liberté¿ drug-eluting stent was advanced to treat the target lesion. During advancing, the physician felt resistance and even after trying many times, the device could not cross the target lesion. Finally, the physician removed the stent and completed the procedure with a 2.5x28mm non-bsc stent. No patient complications were reported, and the patient's status was stable and responding well to medicines. However, returned device analysis revealed stent damage.